Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger on the bd luer lok¿ syringe does not touch the wall of the syringe, it also appeared wavy and irregular. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Four photos were received depicting a 3ml assembled syringe. Each photo shows stopper angularity. The stopper angularity pictured appears to be within the acceptable range however samples will be required to confirm if the product meets or does not meet specification. One of the pictures provided shows the stopper back rib not contacting the barrel wall in one side, however other picture shows the stopper fully contacting the barrel walls. The sample will be required to confirm if the stopper is within specifications or not. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that plunger on the bd luer lok¿ syringe does not touch the wall of the syringe, it also appeared wavy and irregular. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that plunger on the bd luer lok¿ syringe does not touch the wall of the syringe, it also appeared wavy and irregular. There was no report of exposure, serious injury or medical intervention.